Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that for the past month her blood glucose has been elevated, sometimes over 600 mg/dl. She stated that her normal blood glucose is 80-150 mg/dl. She stated she boluses and her blood glucose decreases. She stated she feels sick to her stomach when her blood glucose is elevated. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.